Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing device was removed and a new ipp was implanted. During the procedure a tubing break was identified. There were no patient complications related to the device.